Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the physician was slitting the sheath, the lead dislodged and had not fixed well due to the patient's anatomy. A new sheath was used and the lead remains in use. No patient complications have been reported as a result of this event.